Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2009; 3708260, neuro extension, implanted: (B)(6) 2007; 37711, pain stim ipg, implanted: (B)(6) 2007; 37742, neuro programmer, implanted: (B)(6) 2007; 3998, pain stim lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high impedance values and a possible fracture. No patient complications have been reported as a result of this event.